Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Noted puncture holes in the insulation along with deformed conductor coils in multiple places likely explant damage from some type of grabbing tool. Setscrew marks were in the correct location on the terminal pin. A stylet insertion test failed due to deformed coils approx. 148mm from the terminal pin. Continuity testing passed indicating conductors were intact. Hipot test passed indicating no electrical shorts between conductors. Visual inspection revealed no abnormalities other than induced damage. The lead tip appeared intact and undamaged. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and low amplitude measurements as the lead was found to be dislodged. Moreover, the physician was unable to advance stylet in lead to reposition. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and low amplitude measurements as the lead was found to be dislodged. Moreover, the physician was unable to advance stylet in lead to reposition. The lead was explanted. No additional adverse patient effects were reported.